Event description:
It was reported that the hd endoeye laparo-thoraco videoscope had no image displayed. The issue occurred during preparation for use for an unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus, and it was presumed that the defect was caused by a short-circuit of the boards of the image sensor unit and the video connector along with leak from the remote switches 1, 2, and 3. However, a definitive root cause could not be specified. Olympus will continue to monitor field performance for this device.